Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 7/9/2019.

Manufacturer narrative:
Date sent to the FDA: 03/30/2018. (B)(4). It was reported that following insertion the patient experienced pain, infections, and nausea. It was reported that patient underwent mesh revision on (B)(6) 2016 by dr. (B)(6) due to recurrence of hernia.